Manufacturer narrative:
(B)(4). A visual examination of the complaint device revealed that the balloon had a pinhole located at the proximal ro marker. Several quantity of dry contrast was also noticed inside the balloon. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge but none of them showed abnormalities. Functional evaluation could not be performed due to the balloon lumen was occluded and it was not possible to unblock it. This failure is likely due to factors encountered during the procedure and/or the interaction with the scope that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the bile duct during an endoscopic papillary balloon dilation (epbd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon leaked. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event. Investigation results revealed that the balloon had a pinhole; therefore, this is now an MDR reportable event.